Manufacturer narrative:
Findings: unit passed displacement test, operating currents, selftest, off no power and error test. However, unable to prime during prime test and motor error alarm during basic occlusion test due to faulty sensor resistor. Motor passed motor test. No moisture damage found inside the pump. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer had a blood glucose level was unknown at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
The aware date provided in the initial report was incorrect. The corrected information will be provided in this report.